Manufacturer narrative:
The investigation for this report is ongoing. This tav-in-tav is a retreatment of a valve reported separately. Please reference related manufacturer report no: 2015691-2024-06356.

Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve implantation within a transcatheter aortic valve, a vessel injury occurred. When the 20mm commander delivery system was inserted into 14 fr esheath+, strong resistance was encountered between common femoral artery to external iliac artery. The valve was deployed. The access vessel was injured due to pushing the delivery system and the sheath. An endarterectomy was performed, and it was repaired with a bovine pericardial patch. The patient left the operating room. As per the operator, the access vessel might have been fragile due to second tavr.

Manufacturer narrative:
A supplemental MDR is being submitted as a related manufacturing report number is now available. B4, g3, and h2 have been updated. Additional information has been provided in h10 and h11. This is one of two related manufacturer reports regarding the same patient and procedure.

Manufacturer narrative:
Corrected a.1 and h.6 type of investigation, investigation findings, and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigation's include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A product risk assessment (pra) applies to this event. The pra documents system components interfering with access vasculature, leading to major tissue damage, resulting in additional surgical intervention, which did occur during this event. No further action is required. A corrective action preventative action (CAPA) captures high push force investigation and corrective/preventative action. No further escalation is needed. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The inability to advance the devices through the sheath was unable to be confirmed as the complaint unit was not returned for evaluation and no relevant procedural imagery was provided. It is possible that one or more of the patients/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, steep angle of insertion) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined.